Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient underwent posterior lumbar interbody fusion and posterolateral surgery on the lumbar region of her spine from vertebrae l4-s1. Reportedly "the rhbmp2 was used in the surgery to fuse more than one level of spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e, over the transverse processes). Post-op, the patient allegedly had progressively worsening back pain, lower extremity pain, and development of the right foot drop. Lumbar nerve root injections were unsuccessful in relieving her pain." On (B)(6) 2014, revision surgery was performed due to severe pain and symptoms. Despite the revision surgery, the patient " again experienced progressively worsening lower back pain, right leg pain, weakness in her right leg and foot, and she had to be transferred to long term care facility." Patient died on (B)(6) 2015

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent MRI, CT scan and dynamic films of the lumbar spine revealed a degenerative type scoliosis that was significant. It appeared that autofusion had taken place from the l 1 to l4 segments. It appeared to be hypermobile at l4-l5 with hyperexpansion with extension. On lateral bending it appeared to move some side-to-side. There was severe central stenosis and foraminal stenosis at l4-5 and very significant for foraminal stenosis bilaterally at l5-s1. On (B)(6) 2010: the patient was pre-operatively diagnosed with lumbar scoliosis with radiculopathy and underwent the following procedures: complete l5 laminectomy. Complete l4 laminectomy. Partial l3 laminectomy. Complete bilateral l4-l5 foraminotomy, facetectomy. Complete bilateral l5-s1 foraminotomy, facetectomy. L4-l5 interbody fusion of local autograft, bmp, and demineralized bone matrix. Application of intervertebral biomechanical device at l4-5, peek cage. Posterolateral fusion l4-l5 with bmp, demineralized bone matrix and local autograft. Posterolateral fusion l5-s1 with bmp, demineralized bone matrix, and local autograft, additional level. Posterior segmental instrumentation l4-s1 with pedicle screws and rods, two segments. Harvested local autograft. Intraoperative fluoroscopy and interpretation of images. As per the op notes: ¿then under lateral c-arm fluoroscopic views, a stab incision with a 15 blade scalpel was made in the annulus and posterior longitudinal ligament on the left-hand side at l4-l5. The incision was carried into a box shape. A combination of pituitary disk space shavers and ring curettes were used to remove the disk on the left side. The same exact thing was performed on the right side. The appropriate sized interbody graft was selected, packed with demineralized bone matrix putty, a very small piece of bmp, and the local autograft. Then one was tapped into the left, one was tapped into the right under fluoroscopic guidance. Once these were adequately seated, attention was turned to placing the pedicle screws. This started on the left hand side at l4 using the usual anatomic landmarks and lateral c-arm fluoroscopic shot. The pedicle probe was then passed down through the pedicle into the vertebral body, confirmed bilateral c-arm images, and then by palpation with a ball tip probe. The hole was then appropriately tapped, again palpated with a ball tip probe and then the appropriate sized pedicle screws inserted. This was repeated on the other side at l4, then bilaterally at l5 and bilaterally at s1. The appropriate size rod was then placed down on the tulips of the pedicle screw, tightened down, and using the counter torque, tightening down until they torqued off. The transverse processes at l4-l5 and the sacral ala, the remaining portions of the facet inferior and superior to the foramen were decorticated with the ama drill bit on the high speed drill. Then the remaining local autograft from the laminectomy, the remaining demineralized bone matrix, and two small squares of bmp were placed laterally along the rod over the transverse processes of the lateral portion of the decorticated facet joints.¿ the patient tolerated the procedure well without any intraoperative complications.